Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed and showed open book image after customer went for swimming. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.